Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad had a driveline fault alarm since (B)(6) 2017, not previously reported to the manufacturer, along with a history of chronic low flow alarms. The lvad clinician cleared the alarm using the system monitor, but it recurred within 3-5 minutes. The submitted log file was reviewed by a technical services representative and 198 yellow wrench advisories indicating a driveline fault. A system controller exchange was recommended. Multiple intermittent low flow events were also observed across (B)(6) 2018. Per the representative, these appeared to be physiological in nature and not lvad equipment related. The submitted x-rays were also reviewed and appeared unremarkable. The patient¿s system controller was changed to the backup system controller. On 01mar2018 technical services performed the phase interrupter tests; no open wires were found. The distal end percutaneous lead (driveline) replacement was performed beginning approximately 2 inches from the driveline skin exit site. Post replacement all tests passed. The lvad was tethered on a grounded patient cable without issue. Approximately 5-10 minutes after completing replacement, the driveline fault alarm reoccurred. On (B)(6) 2018 the patient underwent a pump exchange.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed an issue that could have contributed to the reported driveline fault events, which were confirmed through the evaluation of the submitted system controller log files. The evaluation of the submitted log files also confirmed the report of low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. A distal end percutaneous lead repair was performed on 01mar2018 and the replaced portion of the percutaneous lead was returned in a segment measuring approximately 18.5 inches. A segment of black wire measuring approximately 2.5 inches was returned, and segments of the remaining wires measuring approximately 2 inches were also returned. Visual inspection of the wire segments and underlying wires revealed no evidence of damage or wear to the inner conductors. Further electrical continuity testing with all outer layers removed revealed that all wires were electrically intact. Manipulation of the wires did not cause any fractures, indicating that the inner conductors were intact. The percutaneous lead segment was connected to test equipment, and the driveline fault alarms could not be reproduced after operating for approximately 1 hour. The evaluation of the replaced percutaneous lead segment did not reveal any percutaneous lead issues that would have contributed to the driveline fault events observed in the submitted log file. The pump was returned assembled with the percutaneous lead severed approximately 1.5 inches from the pump housing. The distal end of the lead was returned in a segment measuring approximately 27.5 inches and the remainder of the lead was returned in a segment measuring approximately 11.5 inches. Initial electrical continuity testing of the returned portions of the percutaneous lead revealed high resistance measurements in the orange wire adjacent to the pump housing. Manipulation of the orange wire was able to induce an open circuit. Upon removal of the outer layers of the percutaneous lead, manipulation of the orange wire adjacent to the pump housing caused elongation of the insulation. This suggests that the inner conductors were completely severed at this location while the insulation remained intact. This damage appears consistent with fatigue failure due to repetitive flexing of the percutaneous lead. If the damaged inner conductors of the orange wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.